Manufacturer narrative:
1.customer reported test result as "very squiggly lines" and compared that test result to "one of the other boxes we purchased" which gave a positive result for covid.the feedback is inferred to be a false negative issue. 2.the customer has not indicated that he had a pcr confirmation. 3.the type of test was not specified. 4.lot number of test was not provided; manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: I bought 4 packs of your tests through amazon and one of the boxes was faulty showing very squiggly lines when, in fact, we were positive for covid and were able to confirm that with one of the other boxes we purchased.